Event description:
It was reported that a user experienced frequent high blood glucose readings and occlusion alerts while using the ilet with subcutaneous insulin via pen, and troubleshooting confirmed insulin delivery steps were performed with proper tubing connection, drops observed on fill, and an infusion site that appeared dry without irritation. Symptoms included hyperglycemia. Outcomes included no reported injury, hospitalization, or long-term impact. Investigation included user-guided troubleshooting and education focused on insulin delivery and occlusion checks. Investigation of this case revealed no device malfunction identified during troubleshooting, with the occlusion alerts and hyperglycemia persisting without a confirmed cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.